Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connecting tube coating was peeled. The following findings were also observed during the device evaluation, however are considered non-critical and therefore do not present a potential for harm: water tightness was lost due to a pinhole on the bending section cover (a-rubber) and deformation of the scope (s)-connector. The distal end had a dent and scratch. The adhesive on the a-rubber was detached and had a cut. The bending angle of the up/down direction did not meet the standard value due to angle wire wear. The image guide (ig) protector had a scratch. And the control section grip was deformed. The forceps channel had a dent and the grip was scratched. The control unit was scratched, as was the scope (s)-cover. The up/down (ud) plate and angulation lever were scratched. The indication on switch 1 was unclear and switch 4 had discoloration. The universal cord and the protector of the universal cord on s-connector were scratched. The s-connector was also scratched. The light guide (lg) cover glass was scratched and dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that during reprocessing after a procedure, a leak was observed from the bronchovideoscope. A field service engineer (fse) evaluated the device onsite and found the leak occurred at the bending section cover (a-rubber). Inspection and testing of the returned device found the coating of the connecting tube was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress such as rubbing or hitting insertion section, chemical stress from reprocessing not recommended by IFU (reprocessing manual), or stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays. The event can be prevented by following the instructions for use (IFU) which state: IFU (operation manual) warns against applying external stress to insertion section as follows: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns against reprocessing not recommended by reprocessing manual as follows: 1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. IFU (reprocessing manual) warns against inferior storage environment of the device as follows: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.